Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that their right ventricular lead had rising lead impedance and capture threshold indicating lead fracture. No intervention took place at the time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.